Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had partial display and blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the whole screen went black, could see the beginning of the letters on top. The customer stated that the device just stopped so the screen was entirely blank and no longer black, the buttons weren't working and there was no noise. The customer's mother declined additional troubleshooting and wants pump replaced.